Event description:
The patient was implanted with a left ventricular assist device (lvad). Approx 2 years post-implant, it was reported that the patient reported pump speed changes. X-rays were taken and the patient was given an ungrounded cable.

Manufacturer narrative:
The patient's event history was submitted and reviewed. The event history contained reductions in speed below the low speed limit as well as pump stoppages while connected to a power module. The events recorded in the history appeared consistent with a potential percutaneous lead compromise; however, the x-rays that were submitted of the percutaneous lead were inconclusive of wire damage. The patient remained ongoing with the pump until (B)(6) 2014 at which time he received a pump exchange. The evaluation of the returned pump confirmed breaches in the red and orange wire insulation of the percutaneous lead, 4.25" from the pump housing (reference MFR report #: 0002916596-2014-00520). A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further info is available. The manufacturer is closing its file on this event.